Event description:
This procedure is part of (B)(4): the patient was undergoing rica carotid intervention, and suffered a tia during the procedure. The spiderfx was successfully placed without incident, the lesion was then pre-dilated. Immediately after pre-dilation, the patient was unable to speak and became weak on her right side. Physician proceeded with protégé rx stent placement and post-dil. The spiderfx dwell time was <10 min, and there was no debris in the filter upon retrieval. The patient's symptoms were improved post procedure, but not back to neuro baseline. The patient was then seen by neurology and interventional radiology teams and taken for a cat scan and to ir lab to attempt intervention to treat tia symptoms. The patient then suffered intracranial bleed and remains in critical condition. The patient expired on (B)(6) 2012. Please reference MDR 2183870-2012-00070 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded at hospital.